Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s wife, on (B)(6) 2025, the patient was transported and hospitalized due to glucose level of 40 mg/dl. The reporter noted that low levels seemed to drop precipitously, and the doctor was noting patterns. The reversal of hypoglycemia and length of stay were not documented. Attempts by ts to contact the reporter by phone and email for additional details were unsuccessful. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction or additional information is required.

Manufacturer narrative:
(B)(4).